Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly did not expand. Reportedly, the filter was captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The delivery system was returned for a jugular system with no identified anomalies. The filter was returned in a black sheath, believed to be the retrieval sheath. The filter was excised from the sheath; upon removal black plastic was adherent to the filter limbs causing the filter limbs to appear crossed. The plastic was removed from the limbs and the filter appropriately expanded. Therefore, the investigation will be inconclusive for the alleged failure to expand as the conditions of the event could not be replicated. Based on the available information, the definitive root cause is unknown. It is unknown if procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly did not expand. Reportedly, the filter was captured and retrieved. There was no reported patient injury.